Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir had air bubbles and the insulin was leaking between the o rings. The customer¿s blood glucose level was 178 mg/dl. The customer stated that they were on the third reservoir but their blood glucose was high. The customer mentioned the presence of moisture and air bubble while filling the reservoir. The customer also mentioned that the leak was in the past. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill test to reservoir. No air bubbles and no leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles and not leak.